Event description:
It was reported that the customer went to the emergency room with a high blood glucose of 683 mg/dl and ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue. The customer was released the next day with no permanent damage. Customer continued to use the pump; however, a replacement pump was sent to address the issue.